Event description:
It was reported that the pt was admitted to the hosp on (B)(6) 2011 due to sepsis. It was noted that the pt originally had pneumonia and continued to have symptoms of sepsis (fever and elevated white blood cells) despite being on antibiotics for several days. The pt was intubated and in the micu (medical intensive care unit). There were no visible signs of infection at the pump site or at the catheter incision site. A catheter port aspiration was done to rule out infected drug as all other reasons for the infection had been eliminated. There was no evidence of a pump or catheter malfunction so no further troubleshooting was performed. The drug was aspirated and sent for cultures. Per the reporter, the healthcare professional indicated that it was difficult to determine if there were any neurological deficits because the pt was intubated and had cervical limitations due to a past cervical laminectomy. The pump was used to deliver fentanyl and marcaine. It was later reported that the cultures of the fluid removed from the catheter access port were negative. The pt had been extubated and was improving.

Manufacturer narrative:
(B)(4).